Event description:
It was reported that failure to retrieve distal filter occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. At the conclusion of the procedure, during retrieval of the distal filter of the sentinel cps the distal filter slider fully separated from the device handle. The physician had to unscrew the distal filter slider from the device handle in order resheath the distal filter for removal from the patient. No patient complications were reported.